Manufacturer narrative:
Device was not returned to manufacturer. However, log files recorded that increase of blower temperature was unusually quick, ranging from 77 degree celsius to 117 degree celsius. Temperature alarms were only triggered for 40 seconds. Technical support indicated the blower overheating is due to lack of maintenance / filter exchange.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported the screenshot of the log files. It is visible in the logs that the problem is pending since 21.05.2019. Blower test shows that the blower is damaged and also inspiration valve test fails on tightness check and step loss test. Log files shows multiple technical failure associated with the reported event,alarm 316 blower failure, temperature of blower high, temperature of blower too high ranging fron 77 to 117 degree celsius which could seriously damaged the ventilator, and error 4 is visible on the logs which denotes unstable blower pressure. If additional information is received, a supplemental report will be submitted.

Event description:
The customer reported that the unit was on clinical use and alarm 316 "blower failure" activated. While performing the troubleshooting "a strange noise" was audible during inspiration valve test. The test is aborted after waiting for more than an hour. There was no patient harm associated with this reported event, as the patient was able to removed from the device and placed on another ventilator.